Manufacturer narrative:
Explanted devices were not returned to the manufacturer for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of knee components approximately 8 months postoperatively due to loosening. This event occurred outside the us in japan.